Manufacturer narrative:
The report of an over infusion could not be identified in the logs and testing found the source pump module delivering IV fluids in specification. The pump module was received with instrument seal intact. The right (male) iui was observed with dried fluid on the contact pins. The left (female) iui was observed with dried fluid on the contact pins. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch, sear, and pivot screw are installed properly and did not interfere with the door operation. The source pump module was disassembled for an internal inspection. During the inspection there were no irregularities. The pumping mechanism was removed from the bezel and inspected. There were no irregularities observed during the inspection. The review of the pump module error log showed no errors or malfunctions on the reported incident date. The review of the pump module event log showed the returned device was not in use on 09sep2020. The logs record the device is next ¿powered on attached¿ is (B)(6) 2020 to pcu. The log shows the source device is selected and programmed to infuse at a rate of 4ml/hr vtbi 150. At 3:59 am, source pump module is selected and programmed to infuse at a rate of 3.2ml/hr. Between 5:38 am and 6:29 am, the pump module is paused and restarted twice. The pump is channeled off (B)(6) 2020 at 3:23 am. The calculated volume infused is 78.74ml note: the pcu, pcu event log and dataset were not returned. The drug ID and some programming parameters could not be determined. The over infusion test method was performed on the source pump module and found the device infusion IV fluids in specifications. The pump module sear was tested. The test examined the latch sear and administration set safety clamp engagement. During testing, the source pump module failed to engage the three times resulting in unregulated flow; however, each test failure resulted in an audible and visual alarm. The root cause of the reported complaint of an over infusion was not identified in this investigation. A review of the device history record showed the device had a manufacture date of 13mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source pump module was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source pump module s/n which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device had an over infusion. Of an unspecified medication. It was reported that there was no patient harm. Although requested, no further information is available.

Manufacturer narrative:
The customer reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
The customer reported the evening of (B)(6)2020 that the device had an over infusion. Although requested, no further information is available.

Manufacturer narrative:
The customer reported problem was confirmed. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported the evening of (B)(6) 2020 that the device had an over infusion. There was no patient information.